Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Return requested. Medtronic investigation of returned suspect cancellous bit 3mm uc drill finds that, as reported, the drill bit has been broken off almost an inch from the tip. Physical damage - pieces broken.no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's 3 millimeter universal drill guide bit broke as the surgeon was removing it. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.